Event description:
On (B)(6) 2015, the customer's son called and alleged a discrepant low inratio inr result in comparison to the physician's unspecified point of care (poc) inr result. Results are as follows: date: inratio inr: poc inr: (B)(6) 2015, 1.6, 2.1. The patient's therapeutic range was not provided. The time between testing was ten (10) seconds. Reportedly, improper technique was used by using the same finger stick for both tests. The first drop of blood was used to perform the inratio test and the second drop of blood was used to test on the physician's poc device. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.